Event description:
The device was used during a nissen procedure. Reportedly the plastic trocar broke when bringing the roticular back into the shaft. Pieces fell into the abdomen but were retrieved without injury to the patient.